Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that she felt dizzy and lost balance. Later that night, she reported not "feeling well" and was unable to obtain a reading on their precision xtra blood glucose meter. The customer went to emergency room where customer was admitted for hypoglycemia. Customer was treated with fruit juice, a sandwich, insulin and IV solution. Note: upon control solution test, customer received a result of 41 mg/dl. An investigation into the details of this event is in process.